Event description:
Reported to applied rep on 12/08/2009. Lap gastric band. "The tip on the 15mm cannula cracked and broke inside the pt. Attached is a picture. The piece that is missing in the picture broke into a bunch of smaller pieces inside the pt. They searched for awhile and thought they sucked it all up, however, the content were strained and they were unable to see them." Conversation with (B)(6) on (B)(6)2009...the probably lot# from orders placed on (B)(6). (B)(4) confirmed the lot was the same for both shipments 4 boxes and 3 boxes for lot# 1095997. (B)(4).

Manufacturer narrative:
Product will not be returned; however, a photo has been submitted and will be evaluated by engineering. A final report will be issued upon completion of evaluation.